Event description:
A medtronic representative reported the tip of the solera 4.75 driver broke off in the screw head during a navigated spinal surgery. The screw had to be removed. The case then continued as planned with a different driver. No negative impact on the patient was reported.

Manufacturer narrative:
The site was unable to provide any patient demographic information. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Due to the spinal screw having to be removed it was determined this report should have been filed as an adverse event and malfunction. Evaluation of suspect driver finds the tip of the instrument is twisted, but not broken off as reported. A replacement driver was sent to the site for issue resolution.